Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that following the implant procedure, there was oversensing of noise that led to pacing inhibition with greater than two seconds of asystole on the right ventricular (rv) channel. The pocket was reopened where a lead to device connection issue was observed. The lead was removed the header, tested with a pacing system analyzer (psa) and reconnected to the pacemaker. No additional adverse patient effects were reported and the rv lead and pacemaker remain in service.